Event description:
It was reported that "during the insertion of a central catheter, a defect was found in the guide wire. The guide wire is a kind of spring and when it (the spring) was used, it (fell apart or spiralled) like the spring of a spiral notebook that when you pull it, it becomes flat". The patient had no harm or injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the insertion of a central catheter, a defect was found in the guide wire. The guide wire is a kind of spring and when it (the spring) was used, it (fell apart or spiralled) like the spring of a spiral notebook that when you pull it, it becomes flat". The patient had no harm or injury.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.